Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump is damaged and the drive support cap is loose. Customer's blood glucose was unknown at the time of incident. Troubleshooting found that the pump is also cracked on the bottom and side of the pump. The customer was advised that the device would be replaced and agreed to return the product for analysis. No further details given.

Manufacturer narrative:
The pump had minor scratches on the lcd window and a cracked reservoir tube lip. No cracked case, side or under side noted. The drive support disk was inspected and no anomaly was noted.